Event description:
It was reported that a patient developed endophthalmitis after the lens was implanted and the lens remains implanted. Additional information has been requested but has not been received.